Event description:
It was reported by the nurse that during the last 30 minutes of the dialysis treatment, the venous catheter became dislodged from the chest of the patient. The entire line came out. The patient lost <100cc of blood.